Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A hemodialysis inpatient user facility reported that during treatment, a blood leak occurred. The leak was visually observed and the machine alarmed. Blood test strips tested positive. Estimated blood loss was 300cc's. Patient had no adverse effects. Sample has not been returned to the manufacturer.